Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alarms on the ilet while using a steel contact detach infusion set with 23-inch tubing, with initial inspection showing no kinks or bubbles and delivery briefly resumed before the alarm recurred; the user then performed a complete supply change with guidance, after which insulin delivery resumed. Symptoms included hyperglycemia with a reported blood glucose of 266 mg/dl. Outcomes included stabilization of blood glucose following the supply change and continued monitoring. Investigation included remote troubleshooting and user education, inspection of the infusion set and tubing for kinks or air, and verification of successful supply replacement and infusion resumption. Investigation of this case revealed an occlusion related to the infusion set that only resolved after a full supply change, consistent with an infusion pathway obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion resolved by replacing the infusion components.